Event description:
The customer reported that the unit was intermittently showing a paddles disconnected message, even when the paddles were connected.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.